Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed; however, the malfunction alarm recurred. Customer's blood glucose (bg) level ranged from 99- 542 mg/dl. Elevated bg was reportedly addressed with manual injections and exercise. Reportedly, the customer reverted to manual injections for alternate insulin therapy.